Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 11500a25 implanted in the aortic position was explanted from a 65-y-o patient after an implant duration of four (4) years and seven (7) months for unknown reason. A valve model 11500a23 was implanted in replacement. The patient was noted as to be in recovery after the procedure.

Manufacturer narrative:
Additional manufacturer narrative: in this case, the customer was not willing to provide any further information on this event. Therefore, the device was not returned for evaluation, no details regarding what issue warranted the intervention or what comorbidities the patient had were provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Based on the information available, a definitive root cause cannot be conclusively determined.